Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized with high blood glucose readings of 700 mg/dl. Customer stated that he was throwing up and was taken to the hospital. It was noted that the customer was in the hospital for two weeks as he had a heart attack and went through surgery. Customer's blood glucose reading at the time of the call was 600 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer declined any further troubleshooting and no device is being returned.